Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the liner found multiple forms of damage associated with the implant and removal of the device: such as gouging/scratch marks. The spherical radius, location, and sphericity were all tested to be within specification. Xray review confirmed complaint as it showed acetabular cup liner had an abnormal orientation consistent with liner disassociation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: unknown, unknown head, unknown, unknown, unknown stem, unknown, unknown, unknown shell, unknown.

Event description:
It was reported a patient was revised the same day as implant due to disassociation of the poly liner. During the initial procedure, it was reported the liner had been seated properly. The disassociation was discovered during review of post-op x-rays.